Event description:
It was reported that the customer had no delivery alarms several times on several sets. Customer had a high blood glucose level of 313 mg/dl when they last received a no delivery alarm. Customer stated that the alarm was always during basal. Pump was tested and no delivery alarm occurred. Customer pushed the insulin with plunger and stated that it was hard to do it. Insulin does not exit with plunger. Customer is now on their back-up plan. Customer agreed to a replacement of 10 reservoirs and 3 infusion sets. Customer's blood glucose level was 84 mg/dl. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.